Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient had afx implant on (B)(6) 2010 and a repair of an endoleak type 3b on (B)(6) 2013, the aneurysm has continued to grow to over 12 cm in diameter. On (B)(6) 2018 the patient was relined the with a new bifurcated graft bea28-120/i16-40 and still had a endoleak. The physician determined it is a type 2 endoleak from the right hypogastric artery feeding a lumbar artery that connects to the endoleak. The physician performed a coil embolized branches of the right hypogastric artery. There has been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii, sac growth, secondary endovascular procedure, and coiled right hypogastric artery. There was no device malfunction rather there was a procedure-related type ii endoleak observed from right internal hypogastric artery feeding the lumbar artery into the sac. The patient was discharged to skilled nursing facility on the sixth post-operative day. To date there has been no reports of further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).